Event description:
Account reports one incident in which during a code situation, an epinephrine push was given, the needle was removed from the injection site, the sleeve stopper separated with resulted in the healthcare professional sticking self with needle. Pt survived and having hiv testing conducted due to needlestick to healthcare professional. Reported device was infusing via gravity flow.